Event description:
It was reported by facility on (B)(4) 2014; pt had underwent endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013 and was tested for cre. Test results revealed pt tested positive for carbapenem-resistant enterobacteriaceae (cre), but had not developed an active cre infection e.g., klebsiella pneumoniae carbapenemase (kpc); metallo-b-lactamases (mbl): new delhi mbl (ndm); and verona integron-encoded mbl (vim). This is 2 of 7 reports.

Event description:
It was reported by facility on (B)(4) 2014; pt had underwent endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013 and was tested for cre. Test results revealed pt tested positive for carbapenem-resistant enterobacteriaceae (cre), but had not developed an active cre infection e.g., klebsiella pneumoniae carbapenemase (kpc); metallo-b-lactamases (mbl): new delhi mbl (ndm); and verona integron-encoded mbl (vim). This is 3 of 7 reports.

Event description:
It was reported by facility on (B)(4) 2014; pt had underwent endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013 and was tested for cre. Test results revealed pt tested positive for carbapenem-resistant enterobacteriaceae (cre), but had not developed an active cre infection e.g., klebsiella pneumoniae carbapenemase (kpc); metallo-b-lactamases (mbl): new delhi mbl (ndm); and verona integron-encoded mbl (vim). This is 4 of 7 reports.

Event description:
It was reported by facility on (B)(4) 2014; pt had underwent endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013 and was tested for cre. Test results revealed pt tested positive for carbapenem-resistant enterobacteriaceae (cre), but had not developed an active cre infection e.g., klebsiella pneumoniae carbapenemase (kpc); metallo-b-lactamases (mbl): new delhi mbl (ndm); and verona integron-encoded mbl (vim). This is 6 of 7 reports.

Event description:
It was reported by facility on (B)(4) 2014; pt had underwent endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013 and was tested for cre. Test results revealed pt tested positive for carbapenem-resistant enterobacteriaceae (cre), but had not developed an active cre infection e.g., klebsiella pneumoniae carbapenemase (kpc); metallo-b-lactamases (mbl): new delhi mbl (ndm); and verona integron-encoded mbl (vim). This is 5 of 7 reports.

Event description:
It was reported by facility on (B)(4) 2014; patient had underwent endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013 and was tested for cre. Test results revealed patient tested positive for carbapenem-resistant enterobacteriaceae (cre) , but had not developed an active cre infection e.g., klebsiella pneumonia carbapenemase (kpc); metallo-b-lactamases (mbl); new delhi mbl (ndm); and verona integron-encoded mbl (vim). This is 7 of 7 reports.

Manufacturer narrative:
Pentax medical was only recently ((B)(4) 2014) made aware of pts with cre organism after undergoing ercp procedure with scope (serial number (B)(4)), the scope was sold to (B)(6) on (B)(4) 2013. The scope is currently in use at the hospital. Per e-mail from hospital on (B)(4) 2014, the scope had tested negative (test date unk) for cre. A review of the device history records (DHR) showed there were no reports of any non-conformance issues during the mfg in-process and final inspection. The device was mfg according to specs. Subject device could not be evaluated as it has not been returned.

Manufacturer narrative:
Pentax medical was only recently ((B)(4) 2014) made aware of pts with cre organism after undergoing ercp procedure with scope (serial number (B)(4)), the scope was sold to (B)(6) on (B)(4) 2013. The scope is currently in use at the hospital. Per e-mail from hospital on (B)(4) 2014, the scope had tested negative (test date unk) for cre. A review of the device history records (DHR) showed there were no reports of any non-conformance issues during the mfg in-process and final inspection. The device was mfg according to specs. Subject device could not be evaluated as it has not been returned.

Manufacturer narrative:
Pentax medical was only recently ((B)(4) 2014) made aware of pts with cre organism after undergoing ercp procedure with scope (serial number (B)(4)), the scope was sold to (B)(6) on (B)(4) 2013. The scope is currently in use at the hospital. Per e-mail from hospital on (B)(4) 2014, the scope had tested negative (test date unk) for cre. A review of the device history records (DHR) showed there were no reports of any non-conformance issues during the mfg in-process and final inspection. The device was mfg according to specs. Subject device could not be evaluated as it has not been returned.

Manufacturer narrative:
Pentax medical was only recently ((B)(4) 2014) made aware of pts with cre organism after undergoing ercp procedure with scope (serial number (B)(4)), the scope was sold to (B)(6) on (B)(4) 2013. The scope is currently in use at the hospital. Per e-mail from hospital on (B)(4) 2014, the scope had tested negative (test date unk) for cre. A review of the device history records (DHR) showed there were no reports of any non-conformance issues during the mfg in-process and final inspection. The device was mfg according to specs. Subject device could not be evaluated as it has not been returned.

Manufacturer narrative:
Pentax medical was only recently ((B)(4) 2014) made aware of pts with cre organism after undergoing ercp procedure with scope (serial number (B)(4)), the scope was sold to (B)(6) on (B)(4) 2013. The scope is currently in use at the hospital. Per e-mail from hospital on (B)(4) 2014, the scope had tested negative (test date unk) for cre. A review of the device history records (DHR) showed there were no reports of any non-conformance issues during the mfg in-process and final inspection. The device was mfg according to specs. Subject device could not be evaluated as it has not been returned.

Manufacturer narrative:
Pentax medical was only recently ((B)(4) 2014) made aware of pts with cre organism after undergoing ercp procedure with scope (serial number (B)(4)), the scope was sold to (B)(6) on (B)(4) 2013. The scope is currently in use at the hospital. Per e-mail from hospital on (B)(4) 2014, the scope had tested negative (test date unk) for cre. A review of the device history records (DHR) showed there were no reports of any non-conformance issues during the mfg in-process and final inspection. The device was mfg according to specs. Subject device could not be evaluated as it has not been returned.

Manufacturer narrative:
Pentax medical was only recently ((B)(4) 2014) made aware of pts with cre organism after undergoing ercp procedure with scope (serial number (B)(4)), the scope was sold to (B)(6) on (B)(4) 2013. The scope is currently in use at the hospital. Per e-mail from hospital on (B)(4) 2014, the scope had tested negative (test date unk) for cre. A review of the device history records (DHR) showed there were no reports of any non-conformance issues during the mfg in-process and final inspection. The device was mfg according to specs. Subject device could not be evaluated as it has not been returned.

Event description:
It was reported by facility on (B)(4) 2014; pt had underwent endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013 and was tested for cre. Test results ((B)(6) 2013) revealed pt tested positive for carbapenem-resistant enterobacteriaceae (cre), but had not developed an active cre infection e.g., klebsiella pneumoniae carbapenemase (kpc); metallo-b-lactamases (mbl): new delhi mbl (ndm); and verona integron-encoded mbl (vim). Additional info from the facility revealed eight (8) more pts testing positive for cre, but had not developed an active infection. These pts were three (3) females ((B)(6)) and three (3) males ((B)(6)). These cases are being reported as they are surveillance culture positive cases. There was no further info provided by the facility. This is 1 of 7 reports.